Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: 50cm slimtip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8081976.

Event description:
It was reported that following a car accident, the patient had high impedances and experienced loss of coverage as well as auto reducing. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue. It is unknown which lead is at fault.

Event description:
Related manufacturer reference number:1627487-2023-04175. Additional information indicates the patient experienced ineffective stimulation due to one lead with high impedances and one lead migrating. Surgical intervention took place on 08 august 2023 wherein the leads were explanted, replaced and an additional lead was implanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.